Event description:
The patient is an elderly female who was undergoing a coil embolization of a superior hypophyseal artery aneurysm on the right. The coil fractured and migrated into the mca. It was successfully retrieved in a short period of time. The patient did suffer an area of subarachnoid hemorrhage within the sylvian fissure which required a return trip to the or for a craniotomy.